Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
It was reported that the patient underwent a lateral interbody fusion of l3/4 and l4/5 on (B)(6) 2015. On (B)(6) 2015 patient was diagnosed with an infection of the bilateral psoas muscles. Reportedly the patient had fever and pain and on (B)(6) 2015 went to ER at another hospital and MRI done showed bilateral abscesses. A biopsy confirmed the wound was growing enterobacter. The patient was transferred to the care of dr (B)(6) and on (B)(6) 2016 returned to the operating room to have a washout procedure performed of the bilateral psoas muscles and had wound cultures taken. The patient was treated with cefepime and vanomycin IV. The patient's condition was reported stable after the procedure and he remained in the hospital. No hardware was removed. The wound cultures taken on (B)(6) 2016 were positive for a different organism (unspecified).